Event description:
Reference number (B)(4). Event occurred in the new zealand. On 21/july/2024, it was reported that the patient encountered kinked cannulas which led to high blood glucose level and got admitted to the intensive care unit (ICU). Patient stated that the duration of infusion set used was for 24 hours. The treatment which was received by patient were IV and fluids of saline and insulin. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.